Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support had atrial fibrillation with rapid ventricular response and amiodarone was started. It was further reported that while removing the impella using standard explant technique, the cannula detached from the motor housing while being pulled through the graft conduit. The entire device was able to be recovered. Impella support continues.

Manufacturer narrative:
No product was returned. The root cause of the paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. Due to lack of product returned, and sufficient clinical information, the root cause of the product damage (cannula detached from motor housing) cannot be determined. The device passed all post sterile inspection checks.